Event description:
Brushing performed during bronchoscopy, while the physician was brushing, the brush broke off into the lung. The physician attempted to remove the object, however it moved out of view. During brush insertion into the scope, there was no resistance or kinking. Physician requested a stat chest radiograph, the x-ray could not visualize the brush.